Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 23, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 3331, 213, 67) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation findings: 213 - no device problem found investigation conclusions: 67 - no problem detected the affected sample was inspected upon receipt with no visual anomalies noted. There was cloudy fluid within the oxygenator as received. The device history record information for limulus amebocyte lysate (lal) was reviewed and had acceptable results. Lal testing is performed on each lot and tests for endotoxins in the product after manufacturing. The fluid that was collected from the oxygenator upon receipt was not able to be tested as it was unknown what the prime fluid consisted of including what kind of prime, any additives and any pharmaceuticals added. A representative retention sample was inspected with no visual anomalies. The retention sample was filled with deionized water and circulated for approximately one hour and observed for any change in turbidity in the reservoir or oxygenator. No noticeable change in turbidity was observed. The event was not able to be duplicated with laboratory testing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, it was noticed that the prime fluid was cloudy. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.